Event description:
It was reported that a palatal (braided polyester filament) implant was implanted into the soft palate almost 2 years ago. The patient recently complained of foreign body sensation . The implant migrated more than 24 hours after the procedure. One implant was removed after it extruded. There was no report of patient injury or permanent impairment. The device was not returned for analysis.

Manufacturer narrative:
The product was not returned to the manufacturer for evaluation. Manufacture date is unknown, incorrect number reported, initial reporter could not verify correct date.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.